Event description:
Spouse stated that pt uses the legbag and today the flutter valve did not open and the urine backed up into pt and pt almost died. Spouse says pt has something called autonomic dysreflexia.